Manufacturer narrative:
Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor session ending prematurely occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share logs was performed and an early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor session ending prematurely is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.